Manufacturer narrative:
A complete manufacturing and material records review for the device was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacturer was informed on this event through the patient tracking department.based on the information reported on the patient implant form, an annuloflex mitral annuloplasty ring af-830 was implanted and explanted intra-operatively on (B)(6) 2022. No allegation of device malfunction nor serious injury on the patient regarding this event has been received form the hospital.